Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display and unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump display did returned. Customer stated insulin pump screen did returned and showed weak battery alarm. Customer stated they changed battery and issue was reoccurred. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery lasts less anomaly and a21 alarm due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.